Event description:
It was reported the patient woke up and was locked in position where they could not move their arms and legs. This had happened one other time about a month ago. The patient contacted their health care professional (hcp) and told to take a sinemet tablet. The patient thought the wires had to be readjusted and the symptoms were severe. Follow up with the patient indicated that they received assistance from their hcp or manufacturer representative and their concerns were resolved. No intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0bs75, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va08mwk, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 370866, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).